Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. Electrical testing identified a high current condition. Detailed testing determined the high current was the result of a compromised ceramic capacitor. The high current draw resulted in the battery depleting more quickly than expected. Our product performance quality system was reviewed and this was determined to be a non-patterned issue. This anomaly has been reported to our engineering and manufacturing departments, and we will continue to monitor field reports for similar observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device and presented to the hospital for a device check. Interrogation found the device was at end of life (eol) battery status. Premature battery depletion was suspected. The patient was admitted to the hospital and the device was explanted and replaced that day. No adverse patient effects were reported.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device and presented to the hospital for a device check. Interrogation found the device was at end of life (eol) battery status. Premature battery depletion was suspected. The patient was admitted to the hospital and the device was explanted and replaced that day. No adverse patient effects were reported.